Manufacturer narrative:
(B)(4).

Event description:
The patient was still having concerns with their device or therapy and had an appointment with their hcp on (B)(6) 2011. A revision surgery was done (B)(6) 2011 due to patient not charging implantable neurostimulator for over one year and therefore depleting the battery. Refer to manufacturer report # 3004209178-2011-06416.